Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas touchscreen sustained a diagonal crack, after which the upper portion of the screen became nonresponsive while the lower portion remained functional, and the user could unlock and announce meals but could not access cartridges or menu options; the problem involved a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.